Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose as insulin pump was not staying in place due to broken belt clip. Customer had high blood glucose of above 600mg/dl ,462mg/dl and low blood glucose of 28g/dl. Customer treated low blood glucose with juice and fruit snack. Insulin pump will not be return for analysis.